Event description:
Information was received from a health care provider regarding an unknown number of patients receiving unknown drugs via pumps. It was reported that all of the health care provider's pumps end up with more drug than expected at refills. No symptoms were reported.